Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had dislodged overnight. The dislodgement was discovered in pre-discharge testing and confirmed by chest x-ray. It was noted that the patient was in atrial fibrillation (af) at the time of lead implant. And that the electrophysiologist (ep) theorizes that the atrial lead may have dislodged on conversion to normal sinus rhythm. The patient was taken back to surgery within twenty-four hours of implant and the atrial lead was repositioned. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.